Manufacturer narrative:
(B)(4) stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure with colon stent placement. According to the complainant, the indication for stent placement was due to a malignant tumor in the colon. During the procedure, the device was advanced into position and the physician attempted to deploy the stent. The physician thought the stent had deployed and removed the delivery system; however, when the device was removed, the stent was only partially deployed from the delivery catheter. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine¿.